Event description:
(B)(4). I have been living with this pain for 8 years now. My lower back kills me, cramping all the time, cysts, excessive bleeding, pain during intercourse. Also bleeding after sex. I cant take much more of this pain due to essure.